Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000174501 - right lead.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue. It is unknown which lead has the high impedances.